Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance, low impedance ring to coil. Hv coil impedance is stable between a min of 15.59 and max of 18.28 ohms between the timeframe of (B)(6) 2008 and (B)(6) 2010. Ring-coil impedance is stable between a min of 5.53 ohms and a max of 7.02 ohms during the same timeframe. Complaint notes "not much insulation".

Event description:
It was reported that the lead had low impedance. It was noted that there was "not much insulation". The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.